Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2022. On (B)(6) 2024 a surgical explant was performed to remove the nalu system.

Manufacturer narrative:
On (B)(6)2024 a nalu rep was notified that the patient required an MRI for a condition unrelated to the nalu system and would require an explant. The nalu system was implanted in the upper back, the MRI was reportedly for a lower extremity. When the patient arrived for the explant procedure, the nalu rep discovered that the patient had actually requested an explant due to dissatisfaction with the location of the implantable pulse generator (ipg). The patient had requested to have the ipg placed on the front chest wall, however during the implant procedure the physician chose to implant the device on the patient's back, near the shoulder. Patient used the system for two years but is unable to independantly place the therapy discs due to the location of the ipg, and reports that the discs are regularly dislodged when using a purse strap over that shoulder. Patient reported good pain relief from the system but frustration with the location. Patient was offered a revision to move the ipg to a more comfortable location, patient declined and requested to move forward with the explant. The patient reported good pain relief when the system was in use and there are no reports of any issues with any of the components. No indication of any device failure or malfunction. Surgical revision was performed due to patient dissatisfaction with the implant location of the device. The location was chosen by the implanting physician and did not correspond with the trial and wear experience the patient participated in.